Event description:
It was reported that the pump alarmed "no disposable pump won't run". Pump settings: res vol= 90.7 ml, rate=2.1 ml/hr, given= 8 ml. Unknown if air in line was noted. Patient was not affected. No further information available.